Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that their device would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and determined that the cause of the reported failure was due to a shorted integrated circuit, designator u5.

Manufacturer narrative:
The initial medwatch report indicates (B)(6) 2012. The initial medwatch report should indicate (B)(6) 2011.